Event description:
It was reported that bd nexiva 22 ga x 1.00in sp with maxzero leaked at the connection. The following information was provided by the initial reporter: (B)(4) date of incident: 10-sep-2024 the nexiva needles are consistently causing blood exposure to nurses in multiple ways. Depending on the flow back of blood sometimes we don¿t have time to ¿clamp¿ the tubing before blood gets to the very end. Once inserted, if blood was overfilled in the tubing it leaks around the luer lock and once flushed with saline or ivf the blood leaks out from the bottom of the cap. I have also had blood leak from the top portion of the cap both on insertion of ivf/sl and after removing sl. This IV product has multiple blood exposure and is a very poor design. I will be submitting another psls after getting blood on my hands after giving IV sedation and flushing with saline frm the bottom of the cap. This happens multiple cases a day, and I am not the only one who experiences this issue. Blood exposure from ivs is completely unnecessary and unsafe. 23 sep this is not a contained issue to only one batch, this is with every box we open. There is not any patient harm from this

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The date received by manufacturer has been used for this field.

Event description:
No additional information

Manufacturer narrative:
Investigation results: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined.